Event description:
The manufacturer received information that a dreamstation st30 device is being returned due to the user passing away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed

Manufacturer narrative:
The manufacturer previously reported information that a dreamstation st30 device is being returned due to the user passing away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. No additional information was provided. The device was returned to the third-party service center for evaluation. Investigation findings determined blower hours were 67.4, therapy hours were 69.7 hours. Additionally, a 'continue' error was located in the log in relation to the heated humidifier plate. This error information is captured in the system, and the unit remains operational without any noticeable effect on functionality. The error was cleared, and the device passed full final testing. The device will be scrapped; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.